Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained

Event description:
A patient reported they were treated to the abdomen with coolsculpting presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
Additional data: a2 a4 b3 d4 g2. Changed data: b5 d1 d9 g1 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, middle, and lower abdomen on 5jun2019 using cooladvantage system applicators, who developed paradoxical hyperplasia (ph) after treatment.